Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, lot# v011406, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedances were out of range during an implantable neurostimulator (ins) replacement. There were no factors identified that might have led to or contributed to the issue. Post the ins replacement, interoperative testing showed that electrode 11 was <(><<)> 40,000 ohms. The rep programmed the patient post-op with excellent stim coverage and programmed around electrode 11. The issue was noted to be resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3998 lot# v011406 serial# implanted: (B)(6)2006 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the impedance was > 40,000 ohms. The device was discarded by the customer. No further complications were reported.